Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied while the user was handling the device, which led to an unstable electrical connection and resulted in the temporarily displayed error message. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image". "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, the evis lucera elite colonovideoscope presented an e315 error message (no image). The issue was detected during preparation or use. The intended diagnostic enteroscopy procedure was completed with a similar device and the evis lucera elite video system center. No patient injury or procedure impact reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was a sporadic failure. The failure could not be confirmed, but occurrence was likely. After drying the scope, the e315 error message did not occur. Additional issues were identified. When the angle was not adjusted, the torque value of d angle was measured as 0.78n.m, which was larger than the specification (0.69n.m). The light guide lens was broken. The switch box was worn. Switch one (1) was broken. The suction cylinder was worn. The insertion section was s-shaped during angulation. The angle was insufficient. Play occurred during angulation. The light guide bundle was slightly broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.